Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of brevibacterium as lysinibacillus fusiformis or noid (no identification possible) in association with the vitek® ms system. The identification to brevibacterium was provided by the state laboratory; method of analysis was not provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse impact to the patient's state of health. Culture submittals have been requested by biomérieux for internal investigation. The customer indicated the patient isolate is no longer available. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report a misidentification of brevibacterium as lysinibacillus fusiformis or noid (no identification possible) in association with the vitek® ms system. An internal biomérieux investigation was performed. Summary of the data provided: 10 sample mzml files 28 ecal mzml files investigation / analysis: 28 ecal mzml files were run through the fine tuning analyzer. These represented the first time the calibration spot was fired upon. Results showed all peaks criteria as too low. While the good peaks criteria was in range, an increase could help with the identifications. Sample spot analysis- two (2) isolates showed misidentification (no information was provided indicating that these isolates were from the same patient). The 10 sample mzml files represent the original analysis of the isolates and the repeat analysis. The customer performs identifications with duplicate spots. All files were analyzed with the cli 2.0 knowledge base (kb), cli 3.0 knowledge base, and the ind 3.1 knowledge base. Isolate 19230397: cli 2.0 kb analysis -19230397_1_ds160813973_b3_1313 - original spot 1 for first isolate (test date: 28-sep-2016) : noid. -19230397_1_ds160813973_b4_1313 - original spot 2 for first isolate (test date: 28-sep-2016) : noid. -19230397_1_ds160814059_a1_1324 - repeat spot 1 for first isolate (test date: 29-sep-2016) : noid. -19230397_1_ds160814059_a2_1324 - repeat spot 2 for first isolate (test date: 29-sep-2016) : lysinibacillus fusiformis 99.9% / ID score: -0.46. Cli 3.0 kb and ind 3.1 kb analysis: all of the spots gave results of no identification. Isolate 19287943: -19287943_2_ds161019439_c3_1340 - original spot 1 for second isolate (test date: 01-oct-2016) : noid. -19287943_2_ds161019439_c4_1340 - original spot 2 for second isolate (test date: 01-oct-2016) : noid. -19287943_2_ds161018861_d3_1351 - 1st repeat spot 1 for second isolate (test date: 02-oct-2016) : lysinibacillus fusiformis at 99.9% / ID score: -0.46. -19287943_2_ds161018861_d4_1351 - 1st repeat spot 2 for second isolate (test date: 02-oct-2016): lysinibacillus fusiformis at 92.3% / ID score: -0.54. -19287943_2_ds161019438_h3_1356 - 2nd repeat spot 1 for second isolate (test date: 03-oct-2016): lysinibacillus fusiformis at 97.4% / ID score: -0.53. -19287943_2_ds161019438_h4_1356 - 2nd repeat spot 2 for second isolate (test date: 03-oct-2016): lysinibacillus fusiformis at 98.7% / ID score: -0.52. Cli 3.0 kb and ind 3.1 kb analysis: all of the spots gave results of no identification. State lab identification results along with results obtained with vitek® 2 gp card: -vitek® 2 results positive gram card: alloiococcus otitis -state lab results: brevibacterium (biochemical and api testing only). The customer indicated no longer having the specimen and indicated fine tuning was performed at least once since the misidentification occurred. The correct identification of the strain is unknown since vitek® 2 gp card and state lab results are different, as the strain was thrown away it is not possible to confirm the identification using a reference method like sequencing. To be noted that the 2 species found (alloiococcus otitis and brevibacterium) are both included in the current vitek® ms knowledge base v2.0. This is not consistent with most of the results obtained with vitek® ms which are noid. Investigation conclusion: based on the investigation performed, the root cause is unknown. However, two (2) root causes are suspected but unconfirmed: - species not in the knowledge base: it is unknown if the species tested is included or not included in the database (for isolate 19230397: no other test performed / for isolate 19287943, the other tests performed are only based on biochemical methods and gave discrepant results). Vitek® ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give noid or as the system is looking for the nearest species pattern, it can also give an incorrect identification with a low identification score. This is a system limitation, which is mentioned in the vitek® ms clinical knowledge base user manual. - fine tuning out of acceptance criteria for all peaks. In this situation the number of peaks is low and the system did not have enough information to provide an accurate identification. The misidentification was obtained on 28-sep and 02, 03-oct-2016. According to sap: a fine tuning was done on 13-sep-2016 (15 days before the misidentification) and the system was fine tuned after the misidentification on 04-oct-2016. It appears this system is followed and frequently fine tuned (most probably because of the high throughput of this customer). No more action needed on fine tuning aspect except to follow the system closely. As no re-test of the strain has been performed after fine tuning, this cause cannot be confirmed. Moreover, as a reminder, on the 10 sample spectra provided for investigation, five (5) of them gave noid. This information is in favor of a species not included in the database (first hypothesis). Nevertheless, the misidentifications were obtained with identification scores below -0.4. The acceptance criteria to give an identification result is minimum -0.6 with current 2.0 knowledge base. With next knowledge bases, this acceptance criteria has been increased to -0.4 in order to reduce the number of misidentifications. That is why there is no misidentification with next kb v3.0 and v3.1 (noid obtained). The corrective action has already been integrated in vitek® ms v3 - kb v3.0, which is pending release. Further action is not necessary.